Event description:
It was reported to philips that the etco2 module was malfunctioning. There was no patient involvement.

Event description:
It was reported to philips that the etco2 module was malfunctioning. There was no patient involvement.